Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements out of range greater than 200 ohms. Technical services (ts) reviewed and noted no noise was observed, nor any surgeries or procedures recently. Additionally, a commanded shock was delivered with a resulting impedance greater then 200 ohms. Ts provided reprograming options around this result. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.